Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, this 3300tfx23mm valve was explanted from the aortic position after an implant duration of seven (7) years and six (6) months due to immobile leaflets, which led into stenosis. As reported, after six years, the patient presented with high gradients (55mmhg). However, gradients increased to 130mmhg so the valve had to be removed. The patient presented with dyspnea and fatigue before the reintervention. A non-edwards valve was implanted in replacement, and the patient was noted to be discharged the next day.